Event description:
During a thrombectomy procedure two retrievers were used in the occluded m1 and m2 segment of the right middle cerebral artery (r-mca). It was reported that approximately 24 hours post procedure, rupture of perforator vessels located in the r-mca m1 segment occurred due to recanalization. The physician performed surgical decompression and removal of the hematoma. The physician indicated that hemorrhage is attributed to perforator rupture caused by recanalization. No additional information is available.

Manufacturer narrative:
Subject device is not available.

Event description:
During a thrombectomy procedure two retrievers were used in the occluded m1 and m2 segment of the right middle cerebral artery (r-mca). It was reported that approximately 24 hours post procedure, rupture of perforator vessels located in the r-mca m1 segment occurred due to recanalization. The physician performed surgical decompression and removal of the hematoma. The physician indicated that hemorrhage is attributed to perforator rupture caused by recanalization. No additional information is available.

Manufacturer narrative:
The subject device was not returned; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with endovascular procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.